Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305272, batch no.: unknown it was reported by the consumer that the medication leaked out where the needle connects to the syringe. I use testosterone 200 twice a month. I use your syringe to administer the medicine. I use a 3ml 22gx1 1/2 (0.7mm x 40mm) every time. Yesterday I used one of your syringes and it leaked all of my medicine out where the needle connects to the syringe. I told the syringe back to the pharmacy and explained what happened. The pharmacist told me that I had to contact your company for further support. I don't want a refund for the syringe. I need your company to call the pharmacy so I can get more of my medicine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305272 batch no.: unknown. It was reported by the consumer that the medication leaked out where the needle connects to the syringe. I use testosterone 200 twice a month. I use your syringe to administer the medicine. I use a 3ml 22gx1 1/2 (0.7mm x 40mm) every time. Yesterday I used one of your syringes and it leaked all of my medicine out where the needle connects to the syringe. I told the syringe back to the pharmacy and explained what happened. The pharmacist told me that I had to contact your company for further support. I don't want a refund for the syringe. I need your company to call the pharmacy so I can get more of my medicine.